Event description:
The manufacturer received information alleging that the screen froze and an alarm went off repeatedly for a trilogy evo, o2, international device. The device could not be forced to shut down. There was no allegation of harm or injury reported. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. It is in a state that the screen could not be operated. The alarm kept sounding, so the device will be sent to service center once the internal battery is depleted. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.